Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction this case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 08-nov-2017 from a healthcare professional. This case concerns a (B)(6) male who received treatment with synvisc one and on the same day had pain was worse/ pain in knee following injection/ severe pain/ increased pain, swelling; after unknown latency had significant antalgic limp and was not feeling good, also, device malfunction was identified for the reported lot number. No past drug or concurrent condition was provided. Concomitant medications included: acetylsalicylic acid (aspirin), alprazolam (azor). Patient had history of hypertension. He was on some supplements. On (B)(6) 2017, at 09:45, the patients initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml for osteoarthritis and right knee arthritis (batch/lot number: 7rsl021, expiry date: 31-may-2020) into the knee. On the same day, patient had swelling and increased pain. Patient received medrol dosepak. On an unknown date after an unknown latency, patient had significant antalgic limp and on an unknown date after an unknown latency patient was not feeling good. He had joint line discomfort mostly across the medial side with crepitus as he ranges it down to 95 to 100 degrees. Ligamentous stressing remains stable. Calves are soft and non-tender. Neurovascular exam distally is otherwise grossly unchanged. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 50321 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 13-nov-2017 from the healthcare professional. The additional event of "pain was worse" was added with details. Clinical course updated and text was amended accordingly. Additional information was received on 15-nov-2017 and 16-nov-2017 (both information processed together with csd of 15-nov-2017). Event of swelling was added along with its details. Verbatim was updated for the event of pain was worse to pain was worse/ pain in knee following injection/ severe pain. Clinical course updated and text was amended accordingly. Follow up was received on 16-nov-2017. No new information was received. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Additional information was received on 13-dec-2017 and 15-dec-2017 (both information processed together with csd of 13-dec-2017). No new information was received. Additional information was received on 22-jan-2018 from the patient. Patient demographics were updated. Event of significant antalgic limp was added. Therapy start date was updated. Event of pain was worse/ pain in knee following injection/ severe pain was updated to pain was worse/ pain in knee following injection/ severe pain/ increased pain. Event of clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: this case concerns a male patient who has received synvisc one injection from the recalled lot in left knee and later had knee pain, swelling and significant antalgic limp. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction this case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 08-nov-2017 from a healthcare professional. This case concerns 2 patients of unknown demographics who received treatment with synvisc one and later after unknown latency were not feeling good, their pain was worse/ pain in knee following injection/ severe pain and had swelling, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: not provided) (batch/lot number: 7rsl021, expiry date: not provided) into the knee. On an unknown date, after unknown latency, their pain was worse and the patients were not feeling good. It was stated that some reported more pain in knee following injection. One went to the ER (emergency room). Most reported swelling or severe pain. Most had previously received the injection without problems. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 13-nov-2017 from the healthcare professional. The additional event of "pain was worse" was added with details. Clinical course updated and text was amended accordingly. Additional information was received on 15-nov-2017 and 16-nov-2017 (both information processed together with (B)(6) of 15-nov-2017). Event of swelling was added along with its details. Verbatim was updated for the event of pain was worse to pain was worse/ pain in knee following injection/ severe pain. Clinical course updated and text was amended accordingly. Follow up was received on 16-nov-2017. No new information was received. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain in knees, swelling of knees, and was not feeling good. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.